Manufacturer narrative:
(B)(4). Manufacture date: unk as lot number is unk. Investigation findings: our investigation has been limited to the allegations in the claimant's attorneys complaint, because no device, imaging studies or hospital or medical records have been available to us, although requested. Consequently, based on very limited information we are not able to comment on the alleged filter perforation of the inferior vena cava and the alleged filter fracture. We can inform that instructions for use list damage to the vena cava, and vena cava perforation as potential adverse events. Such events have also been reported in the published medical and scientific literature. Rpn and lot number were not provided and it has therefore not been possible to investigate device record history record. However, nothing indicate to us that the device was not manufactured according to specification. The exact root cause for the alleged filter perforation and the alleged filter fracture cannot be determined based on the provided limited information. Monitoring of similar reports will continue.

Event description:
According to the attorney's complaint: it is alleged that on or about (B)(6) 2008 the pt underwent an inferior vena cavogram and had a cook celect ivc filter deployed in an infrarenal location. Following the procedure there were no immediate complication or complaints. On or about (B)(6) 2010 the pt had a CT scan of the abdomen and pelvis wherein the filter again seen in place just below the level of the renal vessels, unchanged since the CT scan of (B)(6) 2010. On or about (B)(6) 2011 the pt had a CT scan of the abdomen and pelvis wherein the filter was again seen and noted to be in stable appearance. On or about (B)(6) 2011 the pt underwent an esophagogastroduodenoscopy wherein the filter allegedly appeared to have eroded the duodenum. On or about (B)(6) 2011 the pt underwent a percutaneous removal of her cook celect ivc filter. However, imagining obtained before the procedure showed that the device had fractured (one of the shorter struts). Pt outcome according to the attorney's complaint: it is alleged that the fractured device remains in the pt. The pt's physicians' believed that the fractured piece eroded through the pt's vena cava and became lodged into her duodenum. Due to the allegedly potential risks involved, the pt's physicians' decided against attempting to retrieve the fractured piece of the device. The pt had to undergo medical care and has endured pain and suffering.